Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) mentioned the patient fell a few weeks ago. Reprogramming changes were performed. No adverse patient effects were reported. At this time, this device system remains in service.